Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient experienced back pain. The lead continued to exhibit low impedance. Left ventricular lead was capped and replaced.

Event description:
It was reported that the patient presented in clinic for a routine follow up. During testing, the right the patient experienced pocket stimulation. The atrial lead exhibited low impedance and an increase in capture thresholds. No intervention had been reported.